Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: smoke coming from inside, could not power on. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a defective component on the power board causing a short within the console. (B)(4).

Event description:
It was reported when powered on the unit made a noise and smoke came out of the side vent.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported when powered on the unit made a noise and smoke came out of the side vent.